Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the epg (external pulse generator) was being used on a patient involved in a ptca (percutaneous transluminal coronary angioplasty) procedure when pacing failure and undersensing was noted on an electrocardiogram. The device output was maximized, but the pacing failure continued. Then the device was changed, yet the pacing failure still continued. The physician indicated, he thought this event may have been caused by a dislodgement of the temporary pacing lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.